Event description:
During an incident in a foreign country in 2001, involving a male pt with heart disease (angina), this defibrillator was being used in an ambulance and it could not give a shock. The emt was unfamilar with his operation and did not see the display message. The pt was transported to a hosp, where he was given 5 or 6 shocks by a hosp defibrillator, but was never resuscitated. The emt later checked the defibrillator and found a "tr voltage error" message in the display.

Manufacturer narrative:
The returned defibrillator was inspected and found to have the non-conforming lot 9820 resistor for r20 & r21 on the high voltage board that could cause, if used in conditions of high heat and humidity, a "service mandatory 9, transistor voltage" prompt preventing operation for pt treatment. The "service mandatory" message with audible beep tone is displayed, with a message of the failure type, when a critical part has failed and the defibrillator is disabled. The hs3000 operating instructions explain this prompt and what to do should it be experienced. Lmas reported this incident to the required authorities. The letter to customers is dated 8/17/01. It was determined that lot 9820 resistors were not installed in high voltage boards used in us distributed defibrillators.